Event description:
Information was received from the consumer regarding a patient receiving intrathecal therapy. The indications for use were non-malignant pain and other non-malignant pain. This document contained illegible information. The patient's quality of life had decreased dramatically over the past 1.5 years (from (B)(6) 2016). They had several cardiac issues. Not once had they heard or had these issues addressed. It was reported that medical records had been "altered." The patient was hospitalized on several occasions for chest pain, increased weakness, shortness of breath, loss of consciousness, increased heart rate, spasticity, chest heaviness, "etc." The patient was told to find a psychiatrist.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reporter stated that the illegible information reported previously stated no steps were taken to address the patient¿s needs or medical treatment by her physician and his partners to improve her quality of care or expressed concerns. The drugs being delivered by the pump at the time of the decreased quality of life and hospitalizations were identified as baclofen, hydromorphone, fentanyl and bupivacaine. Type and lot number of baclofen, concentration and doses were not provided. Diagnostics/troubleshooting performed were labs and a heart device check. No other actions/interventions were taken. The symptoms had not resolved.

Event description:
[Additional information received from the consumer clarified that the illegible information was not pertinent to the event.]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.